Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 452 mg/dl at the time of incident. The customer's blood glucose was 156 mg/dl at the time of call. The customer stated that she was treating the high blood glucose with shots for bolus. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer performed high pressure test and the insulin pump failed the test twice. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.